Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01069.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil to the distal end of the lantern and experienced resistance. The ruby coil was then retracted and re-advanced within the lantern, however, resistance was experienced when retracting and re-advancing near the distal end of the lantern. Subsequently, the ruby coil became stuck inside the lantern. An attempt was made to remove the ruby coil from the lantern, but the ruby coil was starting to become damaged. Therefore, the physician decided to remove the ruby coil and lantern together from the patient. Upon removal, it was noted that the lantern was stretched and possibly kinked at the distal end. The ruby coil was then removed from the lantern and was found to be stretched. Both devices were no longer used in the procedure. The procedure was completed using another lantern and additional ruby coils. There was no report of an adverse effect to the patient.